Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range shock lead impedances greater than 125 ohms. It was reported that commanded therapy was being planned to test the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided which indicated that this patient will continued to be monitored at this time.

Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information was provided that this system continues to exhibit high out of range shock impedance measurements. A save to disk was provided and it was determined that overall the measurements are saturated with specific measurements in rv coil to ra coil as 157 ohms, rv coil to can as 87 ohms and ra coil to can as saturated.